Event description:
Boston scientific crm rec'd information that this right ventricular lead had dislodged. This pt went to the hospital complaining of chest pain and chest x-ray confirmed that the lead had dislodged. A repositioning procedure was done and the lead is working appropriately now. New information was obtained stating that there was a lead perforation post implant. The pt was taken to surgery to reposition the lead, and it perforated once again. The lead was removed and another lead was implanted in its place. The pt suffered no permanent injury.